Event description:
The customer observed unexpected vitros phenytoin (phyt) results predicted from two different quality control fluids processed on a vitros 250 chemistry system. Biorad control 1: 2.74 ¿g/ml vs. 5.28 ¿g/ml. Biorad control 3: 36.97 ¿g/ml vs. 27.22 ¿g/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number two of two MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that unexpected vitros phyt results were obtained from two different quality control samples processed on a vitros 250 chemistry system. The investigation was unable to determine a definitive assignable cause. The unexpected vitros phyt results were obtained after calibrating a new lot of vitros phyt microslides. Acceptable vitros phyt performance was obtained following an additional calibration event using an alternate cartridge of the same lot of vitros phyt microslides. An atypical calibration event or an unknown quality issue with the phyt slides in use at the time of the event cannot be ruled out as contributing to the event. There is no evidence an instrument issue contributed to the event. A definitive root cause for the event could not be determined.